Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp). Previous device not inflating properly due to tubing was broken at pump site. A new ipp preconnect was implanted. Reservoir remains in service. No patient complications were reported in relation to his event. Additional information was requested, however, no further information is available at the moment.